Event description:
It was reported that an expired xience v 4.0 x 23 mm stent was implanted in the patient on (B)(6) 2014. The device expired on (B)(6) 2014. No patient effects have been reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for use after expiration from this lot. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note the use by date. Based on the reviewed information, no product deficiency was identified.